Event description:
The resident was being repositioned for personal care, turned on her side. She was accustomed to holding on to the siderail for support during this activity. On this date the siderail was inexplicably lowered, causing the resident loss of support resulting in her fall to the floor from a height of approx. 30 inches and causing a fractured left hip and fractured pelvis. The resident was evaluated at a local hospital e.d. And returned to this facility for on-going care. She had no potential for ambulation prior to the event; therefore treatment/rehab in this direction was not considered.